Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2011 for low back and bilateral leg pain. It was reported that the patient only felt stimulation to his ribs. An x-ray revealed the lead has migrated superiorly. The physician revised the lead's location on (B)(6) 2011. The patient reported effective stimulation coverage postoperative, and no further patient issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.